Event description:
Per information provided: on (B)(6) 2001- patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device 1 and 2). Per op notes, ¿a large umbilical hernia was identified. Composix kugel mesh (device 1 and 2) were closely placed and tacked¿. On (B)(6) 2003- patient was diagnosed with incarcerated recurrent ventral hernia, thereby underwent open repair with explant of composix kugel mesh (device 1 and 2). Per op notes, ¿extensive adhesions of small bowel to the undersurface of the meshes. Much of the composix kugel mesh (device 1 and 2) were removed. Seprafilm was placed on the remaining mesh on left side of the abdomen¿. On (B)(6) 2004- patient was diagnosed with incarcerated recurrent ventral hernia, thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿two midline defects were identified and dissected. A synthetic mesh was placed and sutured¿. On (B)(6) 2015- patient was diagnosed with ventral hernia, thereby underwent open repair with implant of kugel patch (device 3). Per op notes, ¿hernia was identified in the abdominal region and was dissected. A kugel patch (device 3) was placed beneath the fascia and sutured¿. On (B)(6) 2016- patient was diagnosed with ventral hernia and erosion of infected abdominal mesh, thereby underwent open repair. Per op notes, ¿abdominal wall abscess were removed¿. On (B)(6) 2019- patient was diagnosed with abdominal wall abscess, thereby underwent open repair. Per op notes, ¿purulent drainage was noted just superior to umbilicus along with abscess cavity. Necrotic tissue were excised."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix mesh (device 2). Additional supplemental emdr was submitted to represent the composix mesh (device 1) and an additional MDR was submitted to represent kugel patch (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Addendum: h11: this supplemental MDR is submitted to correct the event or problem and 510(k). Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: b5 (describe event or problem), 510(k). This MDR represents the composix mesh (device 2). Additional supplemental emdr was submitted to represent the composix mesh (device 1) and an additional MDR was submitted to represent kugel patch (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2001- patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of composix mesh (device 1 and 2). Per op notes, ¿a large umbilical hernia was identified. Composix mesh (device 1 and 2) were closely placed and tacked¿. (B)(6) 2003- patient was diagnosed with incarcerated recurrent ventral hernia, thereby underwent open repair with explant of composix mesh (device 1 and 2). Per op notes, ¿extensive adhesions of small bowel to the undersurface of the meshes. Much of the composix mesh (device 1 and 2) were removed. Seprafilm was placed on the remaining mesh on left side of the abdomen¿. (B)(6) 2004- patient was diagnosed with incarcerated recurrent ventral hernia, thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿two midline defects were identified and dissected. A synthetic mesh was placed and sutured¿. (B)(6) 2015- patient was diagnosed with ventral hernia, thereby underwent open repair with implant of kugel patch (device 3). Per op notes, ¿hernia was identified in the abdominal region and was dissected. A kugel patch (device 3) was placed beneath the fascia and sutured¿. (B)(6) 2016- patient was diagnosed with ventral hernia and erosion of infected abdominal mesh, thereby underwent open repair. Per op notes, ¿abdominal wall abscess were removed¿. (B)(6) 2019- patient was diagnosed with abdominal wall abscess, thereby underwent open repair. Per op notes, ¿purulent drainage was noted just superior to umbilicus along with abscess cavity. Necrotic tissue were excised."